Event description:
Info rec'd indicates when pressing the CPR pedal, the head section would no go down. The head section will lower by pressing the head down button.

Manufacturer narrative:
The technician isolated the issue to a clogged CPR hydraulic valve. He replaced the CPR valve to repair the bed.